Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced an air embolism. After the first ablation the patient's activated clotting time was lower than the physician wanted so the faradrive's irrigation was increased until the act was in the mid 300s, then the irrigation was returned to a slow drip. Towards the end of the procedure the sheath was drawn back to the right atrium while the final check was being performed when the patient exhibited st segment elevation. Through intracardiac echocardiography (ice) they observed the heart stop beating for a few seconds. When the cause of the elevation was investigated, they found the sheath's irrigation bag had run dry and air was seen inside the patient. The procedure was stopped without verification that the treatment had been completed, and the patient was admitted to the hospital to observe for stroke symptoms. The patient was later discharged but the ultimate patient outcome was not provided. The faradrive is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the patient's status, but further information was unable per the facility.